Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of high blood results. Customer normally is 200-210mg/dl. Based on parkes error grid analysis, the bias between the highest result given (547) and the normal result given (547) and the normal result (200) is located in zone c. No adverse event reported.